Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a pt describes seeing light reflections. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional info provided by the reporting surgeon indicates the pt has been given the info required to manage her symptoms and no further follow-up is needed.